Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and non capture. It was further reported that the right ventricular (rv) lead became dislodged, exhibited non capture and was capturing the p waves. The ra lead was reprogrammed off. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.